Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer removed the sensor due to lost sensor alerts only to find that part of the cannula is missing. The patient's blood glucose at the time of incident was within the patient's target blood glucose range. The customer did not know whether or not the unaccounted for cannula piece was still inside of the patient's body. The customer was referred to their health care professional for treatment. The sensor will be returned for analysis and a replacement sensor was shipped to the customer.

Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor cannula retracted inside of the sensor. Unable to confirm if customer received sensor damaged, due to customer returning sensor opened/used.